Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with insulin pen. The customer stated that they changed infusion set twice already and had insulin flow blocked alarm. The customer was advised to disconnect at the quick release and was assisted customer in performing a 5.0u fill cannula. Customer stated that the insulin exited. The customer was advised to change set. Assisted customer in changing her set. The customer was advised to monitor her blood glucose and call help line for any concern. The insulin pump will not be returned for analysis.